Event description:
A hospital in (B)(6) reported that during a procedure the drill bit broke. The procedure was finished successfully.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.